Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Knee revision due to instability. Doctor revised a right cruciate retaining peri apatite femoral component size 3 and size 11mm cs insert to a posterior stabilizing cemented size 3 and a 13mm posterior stabilizing insert.